Manufacturer narrative:
Regulatory/competent authority: lægemiddelstyrelsen if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was leakage from the connection between the screw in the patient¿s head and the luer lock connection of the manufacturer¿s drainage device. The patient was not experiencing symptoms, but there was concern about the possibility of developing symptoms and potentially giving the patient ventriculitis when changing the system. The screw in the patient¿s head was made from titanium and the luer lock was plastic. It was thought the combination of titanium and plastic could have resulted in too much turning of the luer lock, which could have led to damage of the luer lock and subsequent leaking. The drainage device was replaced.